Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system display did not show any pressure data during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and attempted to flash the system, but was unsuccessful in resolving the issue. The service representative contacted sorin group deutschland for input, who suggested that the issue is likely with the pressure sensor module, and serial flashing the module should resolve the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Customer retains unit.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system display did not show any pressure data during priming. There was no patient involvement.

Manufacturer narrative:
The serial number provided in the initial report was incorrect. The correct serial number is (B)(4). The date of manufacture for serial number (B)(4) is 06/29/2015. Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system display did not show any pressure data during priming. There was no patient involvement. The device was removed from service and investigated off-site by a sorin group field service representative. After a failed attempt to resolve the issue by flashing the system, sorin group (B)(4) told the service representative that serial flashing the pressure module should resolve the issue. The service representative performed the serial flash, which resolved the issue. No further issues were identified and the unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The DHR review did identify a mismatch between the reported console serial number ((B)(4)) and the reported pressure module serial number. Based on this finding, the service representative contacted the distributor engineer on july 27, 2016 and learned that the correct serial number is (B)(4). Sorin group (B)(4) will continue to monitor for trends related to this type of issue.